Event description:
It was reported the customer had issues with the sensor. Customer's blood glucose level was 50 mg/dl last night and it was not doing anything on the pump to notify the customer. Customer had a bad sensor alert. Customer was advised to change and remove the sensor. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.